Event description:
The account alleged that if the head of the bed is raised manually the head will run back down on its own. No pt impact.

Manufacturer narrative:
The account cleaned the cardio pulmonary resuscitation switch to resolve the issue.